Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprosthesis. The right internal iliac artery was embolized with vascular plugs, and an iliac branch component was successfully deployed in the left common iliac artery. A 12-fr gore® dryseal flex introducer sheath was then advanced from the right side and positioned into a contralateral gate of the iliac branch component. An attempt was made to advance a delivery catheter for internal iliac component (hgb161207a/(B)(4)) through the sheath, but when its leading olive was advanced through the ostium of the left internal iliac artery, strong resistance was met, making it difficult to advance the catheter further. Wire-wrap at the leading olive was not reported, and several more attempts were made to advance the delivery catheter, but those were not successful. The physician elected to withdraw the delivery catheter out the patient, dilate the left internal iliac artery using a balloon catheter and re-advance the delivery catheter. However, it was difficult to advance the catheter beyond the ostium of the left internal iliac artery. A decision was made to insert the 12-fr sheath into the left internal iliac artery and advance the delivery catheter through the sheath, and an attempt was made to retract the catheter back into the sheath. The delivery catheter got stuck, and when another attempt was made to retract the catheter, it leading end was broken and detached from the catheter body. The detached portion of the delivery catheter remained inside the sheath so that the physician withdrew the sheath and the detached catheter portion together. The detached portion got stuck on the guidewire and when the sheath was retracted, the internal iliac component started to deploy. It was implanted inside the iliac branch component, and the physician decided to conclude the procedure with the detached catheter portion remaining in the patient. The left internal iliac artery was also embolized with vascular plugs, followed by a trunk-ipsilateral leg component implanted in the abdominal aorta. Two contralateral leg components were then deployed and extended into the left external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Device available for evaluation and returned to manufacturer on corrected this section to ¿yes¿ and put (B)(6) 2018 as the date of device return. Device evaluated by manufacturer corrected this section to ¿yes.¿ results of engineering evaluation: the delivery catheter reported in this event was returned and an engineering evaluation was performed. Engineering confirmed that the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The deployment knob and attached deployment line were removed from the delivery catheter, indicating the device had been deployed. The cause for the catheter breakage could not be determined with the available information.